Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a notice: filling slowly messages that occurred in fill 5 of 6 of treatment. This kept the patient up all night. The patient was connected during the incident. The patient line clamp was opened and the patient line was kinked. Air bubbles and fibrin were not discovered. The stay safe connector blue pin was not pushed in. The patient's position was not within 12 inches above and below the cycler. The tubing was hanging behind cart handle and was not hanging behind cart handle due to being on side not in front. The patient was assisted in cancelling treatment and the patient stated they were to perform a manual drain and skip the last fill. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of an incomplete treatment. A subsequent customer support call was received from the patient which indicated fluid leaked from inside of cassette door during tx complete step 9 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside of cassette door, about a couple tablespoons. The cycler had prompted with the notice: filling slowly messages prior to the leak. The patient was advised to use the cycler on the next day's treatment. Upon follow-up, the pdrn stated a fluid leak was discovered during step 9 - end of treatment after treatment was cancelled and when the patient opened the cassette door. The cassette door was opened and fluid was discovered leaking from the bottom of the cassette door, in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked from an unknown location. The patient was able to revert to manuals to complete treatment on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The pdrn stated the patient allowed for the cycler cassette area to dry and has resumed treatment using the cycler the following treatment without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a notice: filling slowly messages that occurred in fill 5 of 6 of treatment. This kept the patient up all night. The patient was connected during the incident. The patient line clamp was opened and the patient line was kinked. Air bubbles and fibrin were not discovered. The stay safe connector blue pin was not pushed in. The patient's position was not within 12 inches above and below the cycler. The tubing was hanging behind cart handle and was not hanging behind cart handle due to being on side not in front. The patient was assisted in cancelling treatment and the patient stated they were to perform a manual drain and skip the last fill. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of an incomplete treatment. A subsequent customer support call was received from the patient which indicated fluid leaked from inside of cassette door during tx complete step 9 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside of cassette door, about a couple tablespoons. The cycler had prompted with the notice: filling slowly messages prior to the leak. The patient was advised to use the cycler on the next day's treatment. Upon follow-up, the pdrn stated a fluid leak was discovered during step 9 - end of treatment after treatment was cancelled and when the patient opened the cassette door. The cassette door was opened and fluid was discovered leaking from the bottom of the cassette door, in the pump module area and on the external of the cassette. The film on the back of the cassette appeared intact and the fluid leaked from an unknown location. The patient was able to revert to manuals to complete treatment on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The pdrn stated the patient allowed for the cycler cassette area to dry and has resumed treatment using the cycler the following treatment without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.